Event description:
A 3.5mm diameter x 30mm length medtronic ave s670d stent was inserted into a target lesion in the left anterior descending coronary artery. The stent delivery system was inflated to 16atm for two minutes, when the balloon burst and the inflation device began to lose pressure, however, the stent was fully deployed before the balloon lost pressure. There was no further treatment required. The target lesion was moderately calcified and was not pre-dilated, which may contributed to the device performance. There was no indication that there was difficulty in removing the stent delivery system. There was no additional clinical sequelae reported relative to the event.